Manufacturer narrative:
Device evaluation summary: the device was returned to allergan and visual analysis noted the device was underweight. Red particles, wear abrasion and crease/fold was observed on the device shell. Under microscopic analysis, one crease-sharp opening on the posterior portion of the device was observed. Based on the device analysis the final assessment is: a crease sharp opening on the posterior due to fold flaw opening.

Event description:
Healthcare professional reported bilateral rupture. Device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported bilateral rupture. Device has been explanted. This record is for the right side.